Manufacturer narrative:
Corrected field: d9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. A green image was confirmed but no stripes were visible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The green image occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It is likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. In addition, the following non-reportable malfunction was found during the device evaluation: a defective electrical (rms) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, there was a green image with stripes. The event occurred during preparation for use. There was no patient harm associated with the event.